Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 03/11/2025, it was reported that the patient experienced hyperglycemic seizure without description of the cgm display device. The event happened 4 days after the cgm had been inserted in the abdomen. The patient uses tandem tslim in modified closed loop with the tandem screen as the sole cgm display screen. The patient reportedly experienced malaise and seizure while watching television. The bg was checked at some point and was 400 mg/dl. The patient declined to provide information about cgms, alerts, or alarms coming from the screen during that time. The spouse and son transported her to the hospital. The treatment and management of hyperglycemia was not provided. Per call review, her health care provider (hcp) were unable to determine the cause of seizure. The patient was given anticonvulsant. The length of stay was not documented; however she was reportedly fine during the call the following day. The sensor was removed during the episode and the patient reportedly misplaced the transmitter. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.